Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 300p from heartsine technologies, belfast on 6th june 2013. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on (B)(6) 2013 and performed to specification up until (B)(6) 2017. Throughout the history log the device records 92 manual power ups, all under one-minute duration. The majority of these power ups occurred during the working week. The device was manually powered up on (B)(6) 2017, for less than one minute in duration. After further investigation the reported fault was unable to be replicated. The device performed to specification throughout testing at heartsine. Devices returned for switching on automatically normally have symptoms including an excess current drain and multiple manual power ups mainly of ten-minute duration. The current drain of the device was within specification. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device switches on automatically.